Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse during therapy (dexrazoxane, dose unknown, rate of 999ml/hr and a volume of 250ml) in the oncology/hematology department. It was reported the pump ran for 10 minutes before alarming for upstream occlusion. The registered nurse (rn) assessed the bag and it appeared as though no fluid infused. The pump was restarted and when watching the pump which noted that the infusion was running, the rn noticed no drips coming through the drip chamber from the bag. The medication was then transferred to another pump and the infusion ran as ordered within the expected time of 15 minutes. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'underinfusion' was verified, but was unable to be reproduced during evaluation. Flow testing was performed and the device yielding failing results of -11.86%. The cause was determined to be over travelled finger and valve pressure plate travels, which require adjustment. Should additional relevant information become available, a supplemental report will be submitted.